Event description:
It was reported that the patient presented, and the left ventricular lead was explanted. It was noted that during the initial implant procedure of the lead, the stylet was unable to be removed from the lead, hence was cut at the terminal pin and left inside the lead. Over the course of follow-up, the lead exhibited increasing capture threshold and chronic noise. During the procedure, the proximal portion of the lead was removed, yet the lead separated, and the distal portion remained in the patient. The stylet was entirely removed with the proximal portion of the lead. The patient tolerated the procedure well, and was in good condition before and after the procedure.

Manufacturer narrative:
The reported events of unacceptable thresholds, noise and stylet stuck inside the lead were confirmed. A partial lead was returned in one piece measuring 62.5 cm. The lead was returned with partial stylet stuck inside. The etfe coating of the stylet was found stripped and the inner coil was found to be bunched up at the connector pin region. All filars of the inner coil and the stylet were found to be fractured distal to the suture sleeve tie impression location.

Manufacturer narrative:
Correction : previously reported date received by manufacturer :11/16/2017 was incorrect. The correct date should be 11/15/2017.